Manufacturer narrative:
(B)(4). Based on the product investigation completed on 7/24/2018, this event now meets the required criteria for MDR reporting. Information regarding patient age, gender, weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: 3 mm x 12 cm deltafill18 (dlf180312/s14234) thermo-mechanical coil. Initial reporter - the customer contact information was not reported. (B)(4). Complaint conclusion: a report was received that during an emergent coil embolization procedure, a 3 mm x 12 cm deltafill18 (dlf180312/s14234) thermo-mechanical coil was removed from its dispenser; however, it was noted that the delivery wire was out and exposed from the sheath. Therefore, the coil was replaced with another deltafill18 from the same lot, but the delivery wire was also out and exposed when it was removed from its dispenser. The coil was subsequently replaced. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The introducer was not damaged in any way. The user did not apply excessive force when handling the devices. No further information was provided. Two deltafill18 coils were returned for this complaint in separate packages. The devices on the complaint are the same catalog number and lot number, and they have the same reported issue. The devices were assigned arbitrarily to the two product investigations. The device was returned with a small patient label taken from the inner pouch or outer carton label. Information on the label matched the product documented in the complaint. The embolic coil was tangled around the device positioning unit (dpu). The device was gently untangled. The embolic coil and distal end of the dpu were protruding from the skive of the translucent introducer sheath. The device was fully sheathed. There were no apparent kinks or bends in the dpu core wire. The ball tip was present and intact. The proximal end of the embolic coil was slightly stretched. The articulating joint was intact. The resistance heating (rh) coil had not heated. The introducer lock was in the v-notch of the resheathing tool, and appeared to be damaged and kinked. The v-notch of the resheathing tool was undamaged. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the prescore ruptured was confirmed. The embolic coil and distal end of the dpu were protruding through the skive of the translucent introducer sheath. The distal end of the embolic coil was slightly stretched. This damage most likely occurred as the embolic coil was pulled through the skive. The cause of the protrusion is not apparent from the condition of the returned device. However, damage observed to the introducer lock indicates that some excessive force was likely applied to the device. According to the event description, the protrusion had already occurred when the device was removed from the packaging hoop, which suggests that the excessive force was likely applied in the process of removing the device from the packaging hoop. The IFU instructs the user to remove the device from the packaging hoop gently. Excessive force applied while removing the device from the packaging hoop can damage the device. 100% of finished devices are inspected for the security of the introducer lock prior to inserting into the packaging hoop. This inspection is performed by applying gentle retraction pressure to the dpu, and ensuring that it is held securely by the introducer lock. Damage to the introducer lock such as that observed in the returned device would be caught at this step. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage to the introducer lock. In addition, 100% of devices are inspected to ensure that the distal end of the embolic coil did not move in the introducer when the device was inserted into the packaging hoop per the same procedure. If the embolic coil and distal end of the dpu had protruded through the skive of the translucent introducer sheath, it would be apparent at this inspection. Thus, it is very unlikely that the device left the manufacturing facility with the embolic coil and distal end of the dpu protruding from the skive of the translucent introducer sheath. With review of the analysis and the device history records, there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. Although a definitive conclusion cannot be made, based on the analysis, it appears that handling factors may have contributed to the event and damages noted on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the reported complaint and the associated manufacturer report numbers are 3008114965-2018-00687 and 3008114965-2018-00688.

Event description:
A report was received that during an emergent coil embolization procedure, a 3 mm x 12 cm deltafill18 (dlf180312/s14234) thermo-mechanical coil was removed from its dispenser; however, it was noted that the delivery wire was out and exposed from the sheath. Therefore, the coil was replaced with another deltafill18 from the same lot, but the delivery wire was also out and exposed when it was removed from its dispenser. The coil was subsequently replaced. The procedure was completed successfully without further incident or delay. No patient complications occurred as a result of the event. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. The introducer was not damaged in any way. The user did not apply excessive force when handling the devices. The products were returned for evaluation. No further information was provided.